Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that event date as saturday and said they spent an hour and half trying to connect recharger to ins without success. Patient denied getting any error codes or messages on their handset, just indication that recharger could not connect with ins. Patient reported their app showed the ins as being completely dead. Patient confirmed recharger was sufficiently charged. Patient stated they only need to recharge their ins about once a month because they keep their settings very low. Patient reported they could tell their battery was depleted because they felt "random zingers" that patient described as pudendal pain. Patient stated that ever since getting device implanted that has been normal for them to feel "zingers" which cued patient to recharger ins. Patient denied having any trauma to the implant site, but did mention they went through airport security theft detectors on (B)(6) 2024 and (B)(6) 2024 without turning therapy off. Patient reported saturday was their first attempt to recharge implant after going through security. Agent suggested patient follow-up with managing hcp to further address the issues. Of note, patient initially wanted to know if their issue could have been related to wr9220 recall from (B)(6) 2021. Patient also mentioned unrelated history of falling down their garage stairs and landing on their knee on the opposite side of the implant, but they did not land on the implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.